Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 24th october, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated camera cover cracked with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 15th november, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated camera cover cracked with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 24th october, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated camera cover cracked with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 15th november, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated camera cover cracked with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with our surgical lights ¿ hled. As it was stated, camera cover was cracked with missing particles. The affected device was evaluated by getinge service technician, who confirmed that small tab from camera platinum support cover was missing inside the light head, so it must have fallen out outside the device. Although, it is recommended to remove or install the camera outside the operation area, indicating that there is no risk of contamination or serious injury, we decided to report the issue in abundance of caution as user could not follow the instructions and install the camera in operating area, which may cause contamination due to parts or particles falling off into the sterile field. The light head has been repaired by replacement of the part (ard567801008). It was established that when the event occurred, the surgical light did not meet its specifications due to camera cover cracked with missing particles which contributed to the event. The available information indicates that upon the event occurrence the device was not being used for patient treatment or diagnosis. When reviewing similar reportable events for the same device type, registered for the issue of camera cover cracked with missing particles on hled surgical lights, it was confirmed that in the last 5 years, there was no event which led to the serious injury. A root cause analysis for camera cover cracked problem was performed by subject matter experts. According to the report, nothing can fall off the lighthead as long as the camera is fitted. Furthermore, as it is recommended to position the light head facing the ceiling to remove the quick lock system camera the tab debris should have stayed inside the light head. Based on this evidence, it can be confirmed that this missing part could not get out from the device while operating procedure unless the camera was removed which is not recommended. During the repair, a small tab was found missing inside the light head, so it must have fallen out outside the device. Technical investigations show that no parts can fall off lighthead as long as a quick lock device is fitted. So, it can be confirmed that: - the debris must have fallen after having removed the camera, so not during a surgical procedure. - the camera must have been removed when the light head was facing the ground which is not what is recommended in the user manual. - this breakage is the result of a misuse while rotating the camera. The stop was broken because of excessive strength. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of e2 health professional field deems required. This is based on the internal evaluation. Previous e2 health professional: yes. Corrected e2 health professional: no.

Event description:
Manufacturer's reference number (B)(4).